Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable alarms. The customer reported the events log indicated transducer fault error. The customer reported the turbine differential transducer failed calibration testing. The issue occurred during patient use. The customer reported no patient consequence is associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspected main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (B)(4). This issue will be internally investigated within carefusion.